Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, deformation and white particles on the shell. Weight measurement identified the weight of the device was within specification. After autoclave cycle were observed: cloudy color in the gel and bubbles. A microscopic analysis was performed which identified wear abrasion. Based on the device analysis, the final assessment is no issues found related with the manufacturing process and creases are observed but have no relationship with manufacturing and no observed openings on the device.

Event description:
Healthcare professional reported right side rupture, pain and "may be folded". Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture, pain and "may be folded". Device remains implanted.